Event description:
(B)(6)according to the information received, there was a rectal catheter in which the balloon seemed to have hard piece of sharp plastic which caused a child to bleed internally.

Manufacturer narrative:
The used catheter was returned for evaluation. Visual examination was conducted and the catheter and balloon seemed normal expect for a small bump underneath the balloon. Examination (feel) of the bump indicated that the bump did not feel sharp. The balloon was inflated and held air, therefore the balloon remained intact. The balloon was cut open and a small piece of blue plastic was found. The piece was 1mm x 2mm and was characterized as being deformable/malleable and therefore, not very sharp. It is believed to be a piece of plastic from the catheter air hole which was trapped between the balloon material and the catheter. Follow up 1: the information regarding this event was evaluated by coloplast's medical officer. The conclusion was that it was unlikely that this small piece of plastic could have caused the symptoms described. The most likely explanation is a small tear in the rectal mucosa due to the handling of the catheter or an already existing weakness/superficial tear in the mucosa due to the constipation.

Event description:
(B)(6).according to the information received, there was a rectal catheter in which the balloon seemed to have hard piece of sharp plastic which caused a child to bleed internally.

Manufacturer narrative:
The used catheter was returned for evaluation. Visual examination was conducted and the catheter and balloon seemed normal expect for a small bump underneath the balloon. Examination (feel) of the bump indicated that the bump did not feel sharp. The balloon was inflated and held air, therefore the balloon remained intact. The balloon was cut open and a small piece of blue plastic was found. The piece was 1mm x 2mm and was charaterized as being deformable/malleable and therefore, not very sharp. It is believed to be a piece of plastic from the catheter air hole which was trapped between the balloon material and the catheter.